Manufacturer narrative:
Follow-up information received on 21-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continual abdominal pain and pelvic pain. She had right fallopian tube and ovary removed. A complete or partial hysterectomy was in the process of discussing. She still has implant in left fallopian tube. The reported events are serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that consumer lived in pain for nearly two years after essure insertion. Based on their nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056732) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) -2013. Additional information was identified on 23-oct-2015 during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2002). Consumer experienced continual/ severe abdominal pain, nausea, headache, thinning hair, loss of appetite, pelvic pain and bloating. On (B)(6) 2014, she had right fallopian tube and ovary removed. The pain was still present and she was in the process of discussing a complete or partial hysterectomy with her doctor. She was still experiencing most of the symptoms. She lived in pain for nearly two years after this was implanted. She went to numerous doctor visits and to the emergency room when the pain gets to be more than she could handle. She still has implant in left fallopian tube. She stated her body was completely rejecting the implants. She questioned if an exam to determine nickel allergy should not be performed and said that if her ears are sensitive to nickel, how her organs would not be. Product technical complaint (ptc) investigation result received on 07-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continual abdominal pain and pelvic pain. She had right fallopian tube and ovary removed. A complete or partial hysterectomy was in the process of discussing. She still has implant in left fallopian tube. The reported events are serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that consumer lived in pain for nearly two years after essure insertion. Based on their nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs